Event description:
Allegedly the surgeon found loosening for cup. Revision surgery was performed. The surgeon doubts "osteolysis". The surgeon wants to know bone in-growth, wear/corrosion for articulation surface and each junction etc. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-00891, 00892. This event occurred in (B)(6).